Manufacturer narrative:
The product was returned for analysis and the reported complaint was confirmed. The device was returned in a clear plastic bag. The lockout assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. Iol was not returned. No damage observed. The lever is moving freely. The device is taken apart for further testing. Significant mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The root cause is deemed to be manufacturing related. Based on the results from alcon product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation when surgeon loading lens into patient eye. Surgeon press lever arm to push plunger onto lens from cartridge. When lens advance close to cartridge tip and surgeon release lever to stop lens advancing, normalcy plunger would stop. But this one still push the lens out even when stop pressing the lever arm. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).